Event description:
It was reported that the device does not detect the cassette. There was no patient involvement, and no harm reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date.one device was returned for evaluation. Visual inspection showed the pump was in good condition. The customer's problem was duplicated through functional testing. The investigation found that the latch sensor was defective. The latch sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.